Manufacturer narrative:
Device manufacturing records were reviewed. Programming history reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution. X-rays reviewed by the manufacturer, a gross lead discontinuity visualized. Device failure is suspected but did not cause or contribute to a death.

Event description:
On (B)(6) 2013, high impedance was reported along with the generator being at end of service on (B)(6) 2013. The patient's parent reported an increase in seizures over the past few weeks. The device was disabled, and x-rays were taken. There was no believed patient manipulation, and the patient did not fall. X-rays were received and reviewed. The generator is visualized in a normal placement in the left upper chest. The filter feed-through wires appear to be intact, and the lead connector pins appears to be fully inserted into the generator connector block. The lead is visible, apart from a section of the lead that is behind the generator. The lead wires appear intact at the connector pins. A lead break was observed clearly in the assessed portion of the lead between the generator and the electrodes. Surgery is likely but has not taken place.

Event description:
A vns battery life estimate performed by the manufacturer resulted in approximately -6.66 years remaining, indicating likely end of service. Manufacturer follow up with the treating physician's office revealed the increased seizures are felt to be due to the high impedance, and surgery was planned for (B)(6) 2013. The level of the seizure increase was unknown, and more than one seizure type was increased but the seizure types were not specified. The vns replacement surgery was cancelled by the patient's family as they would prefer to wait for now.